Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication of the stent placement was a stricture due to pancreatic cancer. The stricture was located at the beginning of the duodenum and the patient anatomy was noted to be tortuous. During the procedure, the physician began to slowly deploy the stent. When approximately half of the stent was deployed, the physician encountered significant resistance. When approximately 90-95% of the stent was deployed, the proximal end of the stent remained stuck within the delivery system and failed to fully release. The physician did not attempt to re-constrain the stent. The partially deployed stent was withdrawn towards the scope and the scope and stent system were removed from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex enteral duodenal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received since (B)(4) 2012: the complainant reported that the user cut the device in an attempt to release the stent.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication of the stent placement was a stricture due to pancreatic cancer. The stricture was located at the beginning of the duodenum and the patient anatomy was noted to be tortuous. During the procedure, the physician began to slowly deploy the stent. When approximately half of the stent was deployed, the physician encountered significant resistance. When approximately 90-95% of the stent was deployed, the proximal end of the stent remained stuck within the delivery system and failed to fully release. The physician did not attempt to reconstrain the stent. The partially deployed stent was withdrawn towards the scope and the scope and stent system were removed from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex enteral duodenal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(4) 2012: a visual examination of the returned device found that the stent was partially deployed by approximately 100 mm. It was noted that the outer sheath had been cut at 135 mm proximal to the distal end of the outer sheath. The outer sheath was slightly damaged just distal to the cut in the outer sheath. The inner shaft had been cute at 320 mm proximal to the distal tip. The stainless steel shaft was kinked and partially detached at several locations along the length of the shaft. During the analysis, the stent and the inner lumen were withdrawn from the detached outer sheath. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is operational context. This complaint is associated with a product that meets design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.